Event description:
It was reported that during the implant procedure, a sensing anomaly was observed. An attempt to reposition the lead was unsuccessful due to a helix anomaly. The lead was replaced. There were no negative consequences for the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).